Manufacturer narrative:
The investigation of the affected evita v500 with serial no. (B)(4) was based onsite via a dräger service technician. The technician replaced the flow sensor. After the 2nd exchange of the sensor, the device check could be successfully performed according to the manufacturer's specifications. A log file was not available for analysis at the manufacturer site. As per description of event (autocycling) the ventilation was in a mode which provides spontaneous breathing. For detection of spontaneous breaths, the measured expiratory flow and volume are used. A triggering as a cause of e.g. Fluid in breathing circuit or an obstructed breathing circuit is possible. This corresponds with the described alarm message "airway obstructed". As a reaction of a trigger event a spontaneous breath would detected which cause, in depending on the ventilation mode, a pressure support. This specified device behavior could interpreted as autocycling. In a spontaneous breathing mode the expiratory flow is used to detect spontaneous breaths. If the measured expiratory flow and volume exceed the limits a breath will detected. Spontaneous and mandatory breaths are used for the calculation of the breathing rate. The device was already tested without deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The event was assessed to be not reportable in accordance to the european meddev 2.12 rev. 8 and the medical device regulation (MDR 2017/745).

Event description:
Vent fail.